Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room due low blood glucose level. The date of hospitalization was unknown. The customer's current blood glucose was 57 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated low blood glucose with food. Customer had been using the insulin pump system within 48 hours of reported low blood glucose level. Auto mode feature was not active. No further complications were reported. The device will not be return for analysis.